Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission (B)(4)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2018 with the following findings: a review of the black box showed no evidence of a drastic voltage drop. The battery compartment was cracked at the threads on the side. The battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications. No overheating occurred during the investigation. The alleged ¿temperature¿ issue was unable to be duplicated. The pump cover was removed and no further moisture ingress was found to the power printed circuit board or to the continuous glucose monitoring module.